Manufacturer narrative:
Section a2: age: age, mean ± sd: 66.9 ± 9.16. Section a3: gender: 32 (69.6) female, n (%); 14 (30.4) male, n (%). Section a4: patient weight: unknown/not provided. Section a5: race/ethnicity: unknown/not provided. Section b3: date of event: september 2, 2021 (date article accepted). Section d1: brand name: a complete brand name is unknown, as the model and serial number were not provided. Section d4: model number: unknown/not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Alsetri, h., pham, d., masket, s., fram, n.r., naids, s., lee, a. (2022). Diffractive optic intraocular lens exchange: indications and outcomes. Journal of cataract & refractive surgery 48(6):p 673-678, doi: 10.1097/j.jcrs.0000000000000815. Attempts were made to obtain the missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: diffractive optic intraocular lens exchange: indications and outcomes. A retrospective study was done to assess indications and outcomes of surgical exchange of diffractive optic multifocal and extended depth-of-focus intraocular lenses (iols) in favor of monofocal iols. A total of 64 eyes of 46 patients underwent iol exchange with removal of their inciting diffractive optic iol in favor of a monofocal iol; 22 eyes were initially implanted with tecnis multifocal intraocular lenses (miols) and 12 eyes were implanted with tecnis symfony extended depth of focus (edof) iols. Three (3) out of the 64 eyes were exchanged with a zcb00 monofocal lens. The primary indications for removal and replacement of the inciting diffractive optic iols for each eye include diffractive optic photic phenomena such as halos, concentric rings, and spider webs, emanating from point sources of light (n=53 eyes), blurred/poor vision (n=50 eyes), and difficulty driving at night prior to their iol exchange (n=12 eyes). It is not clear if these complications occurred in the eyes implanted with tecnis miols and tecnis symfony edof or the other products. All eyes underwent iol exchange to monofocal iol as treatment. There were no reported events for the eyes implanted with the zcb00 lenses. This report is to capture the events for the tecnis symfony extended depth of focus (unknown model). A separate report is being submitted to capture the events for the tecnis multifocal intraocular lenses (unknown model).